Manufacturer narrative:
Since the device failed testing for active exhalation purge valve. It was noted that the active exhalation control module valve needed replaced to address the failed test. Additionally unrelated to the reportable malfunction, it was noted the sound abatement foam was replaced preventatively, dust contamination was on the blower box, and the handle o-rings requiring replacement. The device was serviced and passed final testing.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, the device failed testing for active exhalation purge valve. Device evaluation is ongoing at this time. Additional findings not related to the malfunction/issue includes the handle o-rings requiring replacement.